Event description:
It was reported that stent dislodgement and difficulty removal occurred. The 90% stenosed, 15mmx4.0mm target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 4.00 x 16 synergy drug-eluting stent was advanced for treatment. It had difficulty in crossing the lesion but the device was pushed forward forcibly. However, during removal, the device got caught with the guiding catheter and it was noted that the stent got dislodged. The dislodged stent and the balloon catheter were removed altogether by advancing a 1.5mm balloon catheter through the stent and the procedure was completed with a different device. No patient serious injury or adverse event were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:synergy ous mr 4.00 x 16 mm stent delivery system was returned for analysis without the stent. An examination (visual and via scope) of the crimped stent found that the stent was not returned for analysis. A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture. This is within max crimped stent profile measurement. The balloon was reviewed and no signs of positive pressure being applied to it were noted. The balloon wings were tightly wrapped and folded with crimp markings visible on the exposed balloon body. An examination (visual and via scope) found no issues. A visual and tactile examination of the hypotube found a fracture in the lasercut region of the hypotube shaft measured at 110 cm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement and difficulty removal occurred. The 90% stenosed, 15mmx4.0mm target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 4.00 x 16 synergy drug-eluting stent was advanced for treatment. It had difficulty in crossing the lesion but the device was pushed forward forcibly. However, during removal, the device got caught with the guiding catheter and it was noted that the stent got dislodged. The dislodged stent and the balloon catheter were removed altogether by advancing a 1.5mm balloon catheter through the stent and the procedure was completed with a different device. No patient serious injury or adverse event were reported.